Event description:
Patient stopped recharging 1.5 year ago due to frayed cord that caused warmth while recharging. Patient is likely in overdischarge. Technical services(ts) ordered recharger antenna, and representative (rep) will meet with patient to get him out of overdischarge with physician recharge mode. Patient needs MRI for brain tumor, but he's been denied the MRI since he can't put his system into MRI mode. Ts reviewed eligibility form. Rep to meet with patient to get system out of over discharge.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.